Event description:
It was reported that bd insulin syringe with bd ultra-fine ii¿ needle stopper is deformed. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: customer returned (1) 1/2cc, 12.7mm, 30g syringe in an open poly bag from lot # 8030996. Customer states that the stopper is melted. The returned syringe was examined and no foreign matter was observed on or in the syringe. However, the sample did exhibit a jammed stopper in the barrel. CAPA (B)(4) has been opened to address the deformed stopper issue. A review of the device history record was completed for batch# 8030996. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification (200742719) noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (jammed stopper). Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (foreign matter). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. As per manufacturing, "probable root cause of the deformed stopper is from the stopper not seating squarely on the plunger tip due to the tip damage on the plunger rod. The stopper rolled when the plunger rod was inserted into the barrel at the assembly dial. The damage on the plunger tip was determined to not be flash from molding, but impact damage sustained while loading into the metros."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insulin syringe with bd ultra-fine ii¿ needle stopper is deformed. No serious injury or medical intervention was reported.